Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and was noted to have been dislodged. A revision procedure was performed and it was noted that the lead was unable to be repositioned due to the patient's occluded subclavian vein; therefore the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.